Event description:
It was reported that during an elective colorectal tumor procedure, the surgeon could not contract the head to the other part of the device. It was not reported what was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.